Event description:
During surgery, a fracture occurred when inserting the hip stem. Cable was used to reinforce the bone. During post surgical followup, another fracture was discovered by x-ray. In a subsequent surgery, a plate from another company was implanted to address the second fracture.